Event description:
Pt had no heparin order. Heparin line was clamped, and end cap connected. End cap appeared to have a crack and line was clamped, line noted to have apparently slipped from under clamp rendering it ineffective. Pt experienced blood loss, if pct didn't notice, pt would have bleed to death.